Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a calcified lesion in the rca. Upon pre-dilatation and positioning in the target lesion the delivery balloon of the orsiro stent system could not be inflated. Thus the system was removed and another stent was used.